Event description:
It was reported during an initial implant procedure on (B)(6) 2023, that the helix of the lead failed to retract. The lead was not used, and a new lead was successfully implanted. The patient was stable throughout the procedure. Further information was requested but not received.

Event description:
Additional information received indicated the lead used was a right ventricular (rv) lead.

Manufacturer narrative:
Corrected data: serial number of the lead used was updated from (B)(6) to (B)(6).

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found the bent helix clogged with blood. X-ray examination of the lead found an over torqued inner coil with all the filars broken at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.